Event description:
It was reported that within a week of implant, the patient was hospitalized due to a perforation of the right ventricle. The right ventricular lead was repositioned, and remains in use. During the repositioning, the device measured high impedance on both leads. Repeated measurements were taken, and the leads were reconnected to the device, but the device still indicated high impedance. The device was explanted and replaced, and the impedances readings were considered fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Resistance/impedance increase: both leads saw increased impedances on (B)(4) 2011 to over 3000 ohms. The device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.